Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator shutter was unavailable, and it was not possible to open the shutters. Review of the system log file shows exceptionally long shutter open command. Upon further troubleshooting actions, the fse replaced collimator due to intermittent failure. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that the collimator shutter was unavailable and it was not possible to open the shutters .the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.